Event description:
Tip of front end broke during surgery. The tip was removed one week after the initial surgery.

Manufacturer narrative:
Device received with upper jaw broken free; upper jaw was not returned. Without evaluation of the upper jaw a firm conclusion cannot be made. (B) (4).